Event description:
It was reported that the device was exhibiting premature battery depletion. The device was checked in 2008 and was 3.05v. At about 4 months later, the battery reported 2.27v. It was recommended to explant the device.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field experience of premature battery depletion was verified in the laboratory. The battery depletion was caused by an inernal short within the battery.